Event description:
The complainant also reported the automated impella controller (aic) (B)(6) (subject device) displayed the purge menu options, and the screen froze. Screen would not advance to get to placement screen. Console was replaced. Information pertaining to other devices in the event, but reported elsewhere. Us complainant reported the patient was on impella cp support due to non-st elevated myocardial infarction (nstemi). While on support, purge alarms were noted on screen. Purge cassette was changed. Pump functioned appropriately, and the patient was supported. Additionally, the impella became displaced. Impella was repositioned at bedside with echocardiography. Pericardial fluid seen on echocardiography with right ventricle compression. The patient decompensated in holding department while waiting on transfer. Started on neo in addition to levo that was started post pump insertion. The patient returned to catheterization lab. Impella repositioned, 83cm at sheath. The complainant also reported the automated impella controller (aic) (B)(6) displayed the purge menu options, and the screen froze. Screen would not advance to get to placement screen. Console was replaced, and normal flows resumed. The patient expired during transit. The likely cause of death is unrelated to the subject device.

Manufacturer narrative:
The impella device was returned and evaluated. There was no issue found with the console. The device functioned/operated to specification. This is one of three medical device reports associated with the event. Refer to initial medical device reports for automated impella controller serial number (B)(6), automated impella controller serial number (B)(6) and impella pump serial number (B)(6) with date of report: october 30, 2024.